Event description:
The patient was placed in the lift with the green sheet attached and started to move. The green sheet broke at the pin connection and dropped on the patient's abdominal area. There was no injury to the patient.